Event description:
Customer reporting 2 false negative sars results. Customer states they had a known covid exposure and that both them and their child started developing symptoms. Customer states they both were negative by this test but positive by another brand rapid antigen test (timeframe between testing is unknown and further contact with the customer is not possible). Report 1 of 2.

Manufacturer narrative:
Investigation conclusion a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: online review.